Event description:
The customer reported that the insulin pump had audio/beep anomaly. Customer's blood glucose was 128 mg/dl. Customer stated that after lunch her insulin pump started ticking and has not received any unusual activity or alarms. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.